Manufacturer narrative:
The endowrist one vessel sealer instrument was returned to isi and evaluated. Multiple tests, which included the electrical continuity testing, self-test, energy activation tests, and grip force test, all passed. However, the instrument failed an electrode gap test which can lead to compromised sealing. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The system logs revealed a number of prolonged seal durations. However, the root causes of the prolonged seal durations are unknown. The type, thickness, and condition of the tissues involved with the prolonged seal durations are unknown. No related system error codes were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced hemorrhaging and received 3l of blood. At this time, it cannot be confirmed if the alleged issue with the endowrist one vessel sealer instrument was a contributory factor in relation to the alleged injuries. Based on the provided information, the cause of the vessel complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted hysterectomy procedure, the patient experienced a post-operative hemorrhage and was given 3l of blood. It was alleged by the initial reporter that the endowrist one vessel sealer instrument had a cautery issue and would not energize. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information regarding the reported event: the patient did not experience any intra-operative complications during the case. After the da vinci-assisted surgical procedure was completed, the patient was taken to the recovery room. About an hour post-operatively, the patient developed unspecified symptoms and was taken back to the o.r. The patient was found to be hemorrhaging from an unspecified right colic vessel. The vessel was repaired via open surgery. After the event occurred, the initial reporter discussed the case with the surgeon who performed the da vinci-assisted surgical procedure. The surgeon indicated that the right colic vessel was not calcified. The surgeon mentioned that the sealing times for the endowrist one vessel sealer instrument seemed to be a little longer than normal. The surgeon informed the initial reporter that during sealing attempts, he heard the audible tones indicating that the sealing cycles were complete. After each seal attempt was completed, the surgeon reportedly inspected the tissue to verify that the tissue was sealed. The endowrist one vessel sealer instrument was used during the duration of the case and was not replaced by the surgical staff. The initial reporter did not know the current status of the patient.

Manufacturer narrative:
Additional information can be found in: outcome attributed to adverse events, date received by MFR., type of reports, if follow-up, what type?, and additional MFR narrative. On 06/20/2016, the surgeon's 1st assist contacted intuitive surgical, inc. (Isi) and indicated that the patient involved with the reported event passed away on (B)(6) 2016. No additional information was provided. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced hemorrhaging, and a bilateral stroke. A few weeks post-operatively, the patient passed away. However, the causes of the patient's post-operative complication and subsequent demise are unknown.

Manufacturer narrative:
Additional information can be found in sections date received by MFR., type of report, if follow-up, what type?, and additional MFR narrative. As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding the patient who underwent a da vinci-assisted right hemicolectomy with firefly fluorescence for a right colon neoplasm of uncertain behavior. Isi was provided with the operative report of the da vinci-assisted surgical procedure in addition to other medical/legal records. Based on the operative report of the da vinci-assisted surgical procedure, no intra-operative complications were noted. In addition, there was no indication that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The surgeon noted, firefly fluorescence and showed good blood supply to the anastomosis. At the conclusion of the surgical procedure, the surgeon noted that the patient tolerated the procedure well and went to the pacu in stable condition. That same day, the patient was diagnosed with hypovolemic shock secondary to post-operative bleeding. The patient underwent an exploratory laparotomy with ligation of the right colic artery on (B)(6) 2016. According to the operative report, the surgeon noted that the patient had initially undergone an uncomplicated robotic right colectomy earlier that day. In the recovery room, the patient became hypotensive to a systolic of 60, tachycardic, pale, and his abdomen was markedly distended. With these findings, the patient was taken emergently to the or. During the exploratory laparotomy procedure, the surgeon identified bleeding from the right colic artery. The surgeon was able to completely control the bleeding by applying a 2-0 silk stick tie to the vessel. The surgeon further noted: the abdomen was then profusely irrigated with 5 liters of warm saline and all fluid was suction out. The anastomosis was checked and was intact. No further bleeding was identified. The patient reportedly tolerated the procedure well and was taken to the ICU. The estimated blood loss from the surgical procedure was 3000 cc. The patient was given replacement products. No complications were reported. According to the discharge summary (dated (B)(6) 2016), the patient experienced hypovolemic shock and respiratory failure after undergoing the da vinci-assisted surgical procedure on (B)(6) 2016. A right colic artery injury was repaired via an exploratory laparotomy. After undergoing the exploratory laparotomy, the patient reportedly suffered a brain injury. Mris of the patient's head were performed on (B)(6) 2016. The discharge summary also notes: the february 23 MRI showed continued evolution of extensive subacute infarction of the left cerebral hemisphere with involvement of the left basal ganglia, left internal capsule, and left thalamus. In addition, there were petechial hemorrhagic conversion within the left parietal left caudate nucleus left putamen and left globus pallidus. The patient was considered for tracheostomy. However, the patient's family made the decision to remove the patient from ventilator support on (B)(6) 2016. Per the certificate of death, the cause of death was noted as the following: cardiopulmonary arrest after elective extubation (withdrawal of support) [interval: 60 min]; multiple cerebral infarctions [interval: 6 days]; hypotension from colonic artery hemorrhage [interval: 25 days]; elective partial colectomy [interval: 25 days]. The manner of death was noted as natural. An autopsy was not performed. Based on the additional information obtained, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced hemorrhaging and a bilateral stroke. According to the certificate of death, the elective colectomy, post-operative hemorrhage, and multiple cerebral infarctions contributed to the patient's death. However, at this time, the cause of the patient's injury to the right colic artery is unknown.

Manufacturer narrative:
On 05/06/2016 and 05/31/2016, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: an isi clinical sales representative (csr) was informed by the surgeon 1st assist that the patient involved with this complaint passed away on an unspecified date a few weeks after the da vinci-assisted right colectomy procedure was performed on (B)(6) 2016. The surgeon's 1st assist did not know if an autopsy was performed. He also did not know the cause of the patient's demise. At the end of the da vinci-assisted surgical procedure, the surgeon's 1st assist indicated that the patient was assessed and no bleeding was observed. About an hour post-operatively, the patient reportedly experienced internal bleeding and was taken back to the or. Another surgeon performed traditional laparoscopic surgery to repair a vessel that was hemorrhaging. By the time the repair was performed, the patient had lost about 2l of blood. Due to the blood loss, the surgeon's 1st assist indicated that the patient experienced a bilateral stroke and was placed on a ventilator. At that point, the patient was unresponsive and did not recover from the stroke. On an unspecified date post-operatively, the patient's wife made the decision to remove the patient from the ventilator since he was not responsive. Isi has attempted to contact the site's risk management department to obtain additional information regarding the reported event. However, as of the date of this report, the site's risk management department has not provided any additional about the patient's death. If any additional information is obtained, a follow-up MDR will be submitted. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced hemorrhaging, and a bilateral stroke. On an unspecified date a few weeks post-operatively, the patient passed away. However, the causes of the patient's post-operative complication and subsequent demise are unknown.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received the following information from the surgeon: the surgeon was unable to provide a description of the vessel complication and indicated that the vessel was just bleeding. The surgeon explained that the sealed the vessel 3 times and then performed a cut function with the endowrist one vessel sealer instrument. The surgeon saw some bleeding from the distal end that he managed to stop but the complication came from the proximal end of the cut. The surgeon also claimed that the sealing sequence took noticeably longer than what he is used to. The patient was in the ICU due to a stroke on both sides of the brain. The surgeon alleged that the stroke was a result of the loss of blood. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced hemorrhaging from an unspecified right colic vessel, received 3l of blood, and sustained a stroke. However, the cause of the vessel complication is still unknown.

Manufacturer narrative:
The patient underwent a da vinci-assisted right hemicolectomy procedure on (B)(6) 2016. The initial MDR, submitted on 03/04/2016, incorrectly stated that the patient underwent a da vinci-assisted hysterectomy procedure.